Event description:
It was reported that a patient experienced sepsis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be septicemia. The cause of the sepsis event was unknown. It was reported that the patient was hospitalized for an unrelated indication prior to death. Treatment for the sepsis was not reported. Five days after hospitalization the patient passed away. It was reported that pd therapy was discontinued prior to death. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Follow up information reported that the cause of death was fungal sepsis, end stage renal disease and liver cirrhosis with hepatic encephalopathy. The source of the possible sepsis was not reported. The patient was treated with zosysn, vancomycin, mucifugin. The patient¿s condition was not improving and the family decided to place the patient on comfort care only until he passed away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.